Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Related manufacturer report number: 2017865-2021-37072. During a remote follow-up, far field r-wave oversensing resulting in inappropriate episodes of automatic mode switching was observed on the device. Additionally, high capture threshold was observed on the right atrial (ra) lead. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.